Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect1631 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect1631) have been reported from the same facility in (B)(4).

Event description:
It was reported that when opening the packaging they noted a hole into the catheter. The product was not used on the patient.